Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty connecting the ipg to the remote. It was noted that the ipg was working well before the procedure thus it was suspected that something might have happened during the procedure that affected the ipg. Electrocautery was used during the procedure but the physician used it sparingly and not directly to the lead or pocket site. The patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).